Manufacturer narrative:
If implanted, give date: (B)(6) 2006. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical trial. Same case as bsc MDR ID: 2134265-2014-02450 and 2134265-2014-02454. In (B)(6) 2006, a taxus stent was implanted in the right coronary artery left circumflex artery (lcx). In (B)(6) 2006, a second taxus stent was implanted in the distal right coronary artery (rca). In (B)(6) 2012, a promus stent located in the mid rca with 90% restenosis and was 18 mm long with a reference vessel diameter of 3.5 mm was treated with pre-dilatation and placement of a 3.50x24mm ion us coa stent. Following post dilatation residual stenosis was 10%. One taxus stent was implanted in (B)(6) 2006 and the second taxus stent was implnted in (B)(6) 2006. In (B)(6) 2014, the patient presented with chest pain. Angiography revealed 95-99% restenosis of the previously placed stents located in the mid rca. The rca was treated with balloon angioplasty and placement of 3x38mm non-bsc stent and a 3x12mm promus premier stent with 10% residual stenosis. Angiography also revealed 80% proximal edge stenosis of the previously placed taxus stent in the lcx. The lcx was treated and the procedure was completed. No patient complications were reported and the patient was discharged the following day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported post the deployment of 2.75x 28mm and 3x28mm taxus express2 stents, plaque shifting to the ostium was noted in the first diagonal. The patient was discharged on aspirin and clopidogrel.